Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2015 with a bifurcated stent and suprarenal aortic extension. A follow up computed tomography (CT) showed the patient had aneurysm sac growth and a potential unknown endoleak. The physician will monitor and follow up with the patient in three month. A secondary endovascular procedure has not taken place, there have been no additional adverse events reported for this patient.

Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was able to identify a type 2 endoleak contributing to the aneurysm sac growth. The clinical evaluation additionally found evidence to reasonably suggest the following contributing factors to the reported event; long term antiplatelet, long term anticoagulation therapy, and patient anatomy. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time.

Event description:
Additional information, the physician has elected to monitor the patient and will complete follow up scanning in three months.